Event description:
Caller alleged false positive troponin (tni) results. Results as follows: the customer called because they were failing controls on two different lot numbers of devices. Patient was admitted with shortness of breath, chest pain, and light headed. Reference range: (B)(4) normal, abnormal >0.4 sample: whole blood. Additional tests cpk and EKG were done: results not provided.

Manufacturer narrative:
Investigation pending.